Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of an unknown quantity of access solution sets separated. It was unknown if there was patient involvement and the process step was unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph could not determine the tubing code or identify a defect due to the nature of the photograph. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.